Event description:
It was reported that customer experienced damaged usb port requiring cord adjustment to charge. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, no further details were obtained, and customer was out of warranty and in process of obtaining new device.